Manufacturer narrative:
Findings: unit had frozen full segments on display and followed by constant tone due to faulty on interphase board. No blank display occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with troubleshooting, but the customer stated that they will call back to inform a representative whether the insulin pump worked. The customer did not return the product back for analysis.